Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited loss of capture and decreased impedances. It was reported that the patient was pacemaker dependent and experienced sycnope while sitting in a chair. Subsequently, the patient underwent a revision procedure. Upon pocket opening it was discovered that the lead had not been fully advanced into the header of the pacemaker. The lead was successfully advanced and the setscrew was tightened. No further complications have been reported. This product remains in-service.